Event description:
Hill-rom received a report from a hill-rom technician stating the CPR function was not working. The bed was located in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found he CPR valve was bad. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any preventative maintenance on this bed. The technician replaced thecpr valve to resolve the issue. Based on this information, no further action is required.